Event description:
It was reported that this patient has had untreated episodes due to t-wave oversensing. The patient has recently received a single isolated inappropriate shock due to t-wave oversensing with noisy signals. The patient's system was reprogrammed to alternate sensing vector. No adverse events. Later, the patient received an additional inappropriate shock. The patient will come in for a follow-up. There were no additional adverse patient effects.